Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to blood glucose (bg) due to this issue. The customer continued to use the pump for insulin therapy. In addition, the customer¿s bg was high via continuous glucose monitor, due to the customer inadvertently requesting an extended bolus instead of a correction bolus. Bg was addressed with an additional bolus.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.